Event description:
In december of 1998, a pt underwent a single-lead atrial synchronous ventricular pacemaker system. On 1/21/99, the MFR received a phone call saying that the above mentioned pt's pulse generator could not be interrogated. On 1/21/99, the physician elected to explant the pacemaker and lead.